Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description state of failure: ventilation affected component: o2 mixer assembly. Failure effect: (B)(4) tagd_o2valveleak alarm message appears on screen. Ventilation continues. Root cause: o2 proportioning valve is damaged caused by impurities inside of the oxygen hose or inside the valve itself. Leak in lpo/hpo inlet. Correction: replacement of the o2 mixer assembly. Note: please note that we modified our reporting strategy on (B)(6), 2023 and therefore we now assess this case as reportable.

Event description:
The following was reported to hamilton medical ag: (B)(4) displayed on the screen. Preventive maintenance required indication displayed on the screen. Battery replacement required indication displayed.